Event description:
It was reported that the up arrow keypad button is difficult to press and requires multiple presses to obtain a response. She stated that the patient wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under the up arrow key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.